Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that one of the leads was corroded. They replaced the lead on (B)(6) 2015 and the patient got a new stimulator. The patient hoped they changed out both leads. The patient was trying to locate the new implantable neurostimulator (ins) temporary identification card and was not sure now if she had an ins replacement because she could not locate the temporary identification card. The patient found out one of the leads was corroded when she went in for her post-op appointment from her original implant. A surgical revision was done on the lead or leads and the patient thought she may or may not have had a new ins. Relevant medical history included postlaminectomy pain.